Event description:
It was initially reported by the field clinical specialist (fcs), that approximately 3 years 6 months post right transfemoral tavr procedure with a 23mm sapien 3 valve, the patient's valve presents stenosis. The patient had a significant shelf of calcium that was preventing the valve from fully expanding. The patient underwent a valve in valve (vinv) procedure with a 23mm sapien 3 ultra valve. Per tee findings, the left leaflet was not moving and was inconclusive with regard to thrombus on the leaflet. The patient's outcome was good, but was still left with a 20mm gradient. However, per medical records review, pre-operative vinv hemodynamics were performed with critical aortic stenosis noted with an immobile cusp of the original s3 valve and heart failure. The avmg of 56-60 mmhg. Post dilatation was performed, and the final avmg captured was 13 mmhg. The remainder gradient was attributed to the viv procedure and patient prosthesis mismatch. Completion aortogram confirmed a well-sealed device with no paravalvular leak. The patient was stable and tolerated the procedure well.

Manufacturer narrative:
Correction to b5 and h6. Additional information added to b7.

Manufacturer narrative:
Correction to h6 based on additional information received. The complaint for stenosis, increased gradients, patient prosthesis mismatch, leaflet motion restricted in patient were confirmed based on medical report. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 years 6 months post right transfemoral tavr procedure with a 23mm sapien 3 valve, the patient's valve presents stenosis. The patient had a significant shelf of calcium that was preventing the valve from fully expanding. The patient underwent a valve in valve (vinv) procedure with a 23mm sapien 3 ultra valve.' Per the instructions for use (IFU), valve stenosis is a potential risks associated with bioprosthetic heart valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, the patient had a history of type ii diabetes mellitus and hyperlipidemia, which are well known risk factors of bioprosthetic valve stenosis. As such, available information suggests that patient factors (pre-existing comorbidities: hyperlipidemia and diabetes) may have contributed to the complaint event. As noted on medical records, 'vinv hemodynamics were performed with critical aortic stenosis noted with an immobile cusp of the original s3 valve and heart failure. The avmg of 56-60 mmhg. Post dilatation was performed, and the final avmg captured was 13 mmhg. The remainder gradient was attributed to the viv procedure and patient prosthesis mismatch'. Patient prosthesis mismatch (ppm) refers to when the effective valve area after valve replacement is less than that of a native valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of less than 0.65 cm2/m2. The presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. For this case, due to limited information available, a definitive root cause is unable to be determined. In this case, per the medical report, valve stenosis was confirmed, and it impacts leaflet mobility. As such available information suggests that patient factors (stenosis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), post tavr procedure for a 23mm sapien 3 ultra valve, the patient's valve presents stenosis and is scheduled for a valve in valve (vinv) procedure. Per tee, the left leaflet was not moving. There is no additional information available.

Manufacturer narrative:
Correction to b5 and h6 based on additional information. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The 3mensio imagery provided by the facility was reviewed but did not provide any relevant information regarding the event. The following instructions for use (IFU) were reviewed: commander delivery system with s3 thv, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation and stenosis are a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation/stenosis which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation/stenosis may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The device was not returned for evaluation as it remains implanted in the patient. Due to the limited information provided, the cause for the valve stenosis could not be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the field clinical specialist (fcs), approximately 3 years 6 months post tavr procedure with a 23mm sapien 3 valve, the patient's valve presents stenosis. The patient had a significant shelf of calcium that was preventing the valve from fully expanding. The patient underwent a valve in valve (vinv) procedure with a 23mm sapien 3 ultra valve. Per tee findings, the left leaflet was not moving and was inconclusive with regard to thrombus on the leaflet. The patient's outcome was good, but was still left with a 20mm gradient.